Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that during a biopsy procedure using a trupath biopsy needle, the device appeared to be unstable. When the thumb tab is being pulled back for the first time, the cannula locks into place and the stylet notch is exposed; but when pulling the thumb tab the second time to complete the charging, it is hard to get the mechanism to catch. Charging and firing was tried a few times, but continues to be unsteady. At one point, the stylet notch fired by itself, without the side or back firing buttons being pressed. There were no patient complications reported as a result of this event. Patient's condition was reported to be "good".

Manufacturer narrative:
Analysis of the returned device found it to be functional, verified by arming and firing the device. In addition, a rough feel to the movement of the button when arming was noted. The most likely root cause for this complaint is that the spring moved, causing the issues noted by the user.